Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of severe aortic stenosis underwent a procedure involving a transcatheter aortic valve (tav) product, specifically the tav evfxplus-26. The patient experienced an adverse outcome, resulting in death. The cause of death was unknown, with the physician suggesting possible infection or acute respiratory distress syndrome (ards) as potential causes. The physician did not attribute the death to the medtronic device.

Manufacturer narrative:
Updated data: a4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure did not cause or contribute to the death, and the death was related to the patient's underlying medical history.